Manufacturer narrative:
Concomitant devices: transvaginal anchor system (product ID: 820-162, lot number: 5380811). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of cystocele. It was reported that after the implant, the patient experienced an unspecified adverse outcome.